Manufacturer narrative:
A review of the DHR and inspection records was conducted and no similar concerns were found. After three notifications, there have been no samples returned for review. However, based on the number of complaints against this part number and lot number, this complaint will be confirmed. Engineering conducted an investigation to address the confirmed issues of stopcock leakage. The main factor that contributed to the opportunity for the product to have a potential leak involved the machine that inserts the stopcock core into the stopcock body. This machine could drift over time due to the vibration that comes from the feeding unit. This misalignment could cause the core to not be seated correctly inside the stopcock body and sometimes even damage the stopcock body resulting in leakage. A preventative action was initiated requiring maintenance to check the alignment of the mechanical device every production run.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter indicated "when drawing blood through distal port of cvc, able to obtain small amount of blood, then bubbles. When flushing blood back into catheter, leak noted at stopcock. Linens near head noted to be damp and yellow-tinged, small amount. Stopcock replaced; line drew well after with no complications. Device had been changed on aug 7, so was not yet at the 96hr mark to be replaced. Venouse gases had been drawn from line q12hr from aug 7 to present. No apparent harm noted. Patient received less than anticipated amounts of infusions running through ij, including tpn, midazolam, and hydromorphone."